Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed totally occluded lesion being treated was located in the calcified left superficial femoral artery (sfa). The wanda balloon ruptured at 12atms during post. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to an approved us device.